Manufacturer narrative:
Approximate age of device ¿ 4 years and 3 months. The pump was returned for evaluation. The pump was returned assembled with the percutaneous lead cut approximately 6 inches from the pump housing and the severed portion of percutaneous lead was returned. Both the sealed inflow conduit and the sealed outflow graft were returned unattached. The outflow graft bend relief and bend relief collar were returned unattached. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the distal-side of the inlet stator revealed a thin thrombus ring adhered to the inlet bearing cup. The thrombus ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the observed thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient received a routine heart transplant. On (B)(6) 2017, during evaluation of the returned pump thrombus was confirmed.